Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-10. Investigation summary: two sample were returned by the customer. During visual inspection, kinks were found on each set below the drip chamber. These kinks were smoothed out, and each set was primed and infused with no issue. A device history record review could not be performed because a model or lot number was not provided by the customer. A root cause could not be determined due to the failure not being able to be replicated.

Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Tubing kinked sample.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Tubing kinked sample.